Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID 3889-33, lot# va1raxz, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead ;product ID 3889-28 lot# va1nxtr, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 14-may-2022, UDI#: (B)(4); product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-feb-2022, UDI#: (B)(4). See manufacturer¿s report # 3004209178-2018-14250 for concomitant ins information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Reported patient history: metal knee placement. It was reported that the device was implanted with excellent results on the stimulation test of the implanted lead. When the battery was placed and impedance check was conducted all but c+0- were black bars >4000. The battery was replaced with the same result. The lead was then replaced and the new battery was used with the same result. The patient perceived stimulation on the c+0- program as indicated by the impedance check. After replacing the product variables and achieving no improvement in outcome, the device was left in place. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. No cause had been determined in regards to the high impedances during implant.